Event description:
Prograsp instrument has frayed wires, this instrument was taken out of service, and another was opened for the procedure. The instrument will be sent back to the company for evaluation.